Manufacturer narrative:
D6b explant date provided.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the ao placement signal 25 points off of aline. Aline map 61. Ao signal map 42. Pump was reported to be working fine and placement was confirmed. Off aline and continue to monitor console metrics.

Manufacturer narrative:
D6b: explant date is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
B5 updated with additional information regarding the patient outcome and device availabilityh6 updated to b18 device discarded

Event description:
The pump was explanted but unfortunately it was not saved. No harm to patient or change due to patient signal issue.

Manufacturer narrative:
Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the placement signal issue cannot be established.